Manufacturer narrative:
Investigation: the complaint of the z6ms acquisition error was investigated. The transducer was returned, and testing was performed for the failure mode of system error message. The most probable cause for the complaint was from a gastro flex thermistor trace crack and open because of insufficient gastro flex reliability; this is relative to design. For a corrective & preventive action, the gastro flex thermistor trace width was widened in the tolerance, and the cable assembly design and gastro flex stiffener were changed. All these activities occured through a CAPA.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was already under anesthesia and had been intubated was undergoing a cardiac surgery procedure. While the doctor was performing a transesophageal echocardiography (tee) exam, a usacquisition hw_31_0 temperature error was displayed when the transducer was selected. The doctor removed the transducer and reinserted a new transducer to continue and complete the procedure. The ultrasound system was not rebooted. There was a delay in completing the surgery but it was not reported how long. There was no loss of data and there was no patient adverse event reported. No additional information was provided.